Event description:
It was reported that the patient was asymptomatic. It was noted that noise determined to be myopotential oversensing was observed on the right ventricular (rv) lead. Programming changes were made to resolve the issue. There were no patient consequences.